Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose was as high as 600 mg/dl. Customer advised their infusion sets continued to fall out which is what may be resulting in high blood glucose levels. Customer advised they had viral bronchitis and when they were injected with a steroid shot their blood glucose went really high. Customer advised their high blood glucose and hospitalization was not diabetes related and it was a result of the bronchitis. Customer declined to troubleshoot for high blood glucose levels and advised that for the winter they are wearing heavy clothes and frequently going to the bathroom which is causing the infusion sets to come out.